Event description:
It was reported that during a diagnostic arthroscopy the first fast-fix with 16mm of calibration, t1 and t2 were implanted but when making the adjustment, the t2 left completely the meniscus with the peak included, the residual material was removed with the shaver. It was used another back-up device to complete the surgery. The procedure was completed without a significant delay. No other complications were reported. No damage caused. Patient's condition is stable.

Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during a diagnostic arthroscopy the first fast-fix with 14mm of calibration, t1 and t2 were implanted, when the suture adjustment was made, the peak t1 came out completely from the meniscus and the peak floating in the joint was seen in the back¿. Visual assessment showed a bent delivery needle. Depth limiter was cut to the surgeon desired length. No implants or sutures were returned. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No further investigation is warranted.

Manufacturer narrative:
H10 h3, h6: one 72202468 fast-fix 360 curved needle delivery system device used in treatment was not returned for evaluation. Due to unavailability, evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may unintentionally occur during user¿s removal of product from its packaging. Factors that might affect device performance include: device ability, surgical ability, spacing of implants and tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: 1) use inconsistent with instruction for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instruction for use contains precautionary statements and recommendations for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.